Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the cause for the falsely elevated troponin I result was heterophilic interference. The device was performing within specifications. The dimension ctni IFU states: "patients samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies."

Event description:
Two falsely elevated troponin I results of 12.0 ng/ml and 4.5 ng/ml were obtained. The results were reported to the physician. The patient was sent to another facility where the results of 0.3, 0.26, and 0.23 were obtained on an alternate analyzer. Patient treatment was prescribed or altered. The patient had an ECG, coranography and was admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Instrument data indicates that the cause for the falsely elevated troponin I results was heterophilic interference.